Event description:
The complainant has recently been receiving erratic results. Examples are 55,75, and 250mg/dl with consecutive specimens. The customer is concerned with these results since customer has had over 2 years experience with this system and up until recently has had consistent readings. While on the phone a review of the system operation was conducted. Electronic checks were found to be consistent and within specification. It was learned that the customer was using excel off brand reagent in the elite system. The use of this off brand product is not supported by bayer. Replacement product was provided to the customer and the customer is now satisfied with the operation of the system. The complaint is considered closed for purposes of MDR.